Event description:
The report rec'd from the affiliate indicated that while preparing for an interventional endovascular procedure for carotid stent implantation, when flushing the precise 9 x 40 mm stent with saline solution from the y-connector air could not be purged from the system. The product was not clinically used in the pt. Another precise 9x40 mm stent was successfully used and implanted in the pt. The procedure was completed successfully. There was no reported pt injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13401814 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 13401814. The receiving inspection records for the used bbraun hemostasis valve (lot: 200802110054) was reviewed, and this lot was deemed acceptable.